Event description:
It was reported that the customer received a motor error alarm on the insulin pump and there was a crack above the screen. Customer's blood glucose was 314 mg/dl, which she stated she would treat with a shot. Customer had reportedly dropped the insulin pump while in the hospital over the summer. It had not been exposed to a strong magnetic field. Customer was unable to complete rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted. However, the insulin pump had moisture damage on the motor. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches and cracked display window.